Event description:
It was reported " the balloon was inserted along the sheath and pushed in about ten centimeters at the tip of the balloon with obvious obstruction to advancement, and several attempts to push it in were still unable to pass it properly. The balloon was withdrawn immediately. The balloon was replaced with a new one, and the insertion was normal". Additional infomation states that the second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the balloon was inserted along the sheath and pushed in about ten centimeters at the tip of the balloon with obvious obstruction to advancement, and several attempts to push it in were still unable to pass it properly. The balloon was withdrawn immediately. The balloon was replaced with a new one, and the insertion was normal". Additional infomation states that the second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the supplied 30cc inflation driveline tubing and data-scope inflation driveline tubing. Upon return, the peel away sheath was noted on the returned iabc. The sheath in question was not returned with the sample. The one-way valve was connected and tethered to the short driveline tub-ing. The bladder was loosely wrapped. A bend to the iabc central lumen was noted at approximately 10cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 9.9cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab catheter stuck in sheath is confirmed. During the investigation, the iabc central lumen was noted bent, which can result in or be caused by difficulty inserting the iabc through the sheath. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The sheath in question was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the complaint is undetermined; a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.